Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter or test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: when comparing results manufacturer does not recommend compare test result meter to meter. The blood test result is accurate 20% compare with laboratory results within 30 minutes after lab test done.

Event description:
Consumer reported complaint for high blood glucose test results. Customer has two all in-one meters. Customer wants returned them. Customer compared test results meter to meter. The customer is concerned with comparison test results and the results obtained of 247mg/dl and 259 mg/dl. The customer's expected fasting blood glucose test result range is 134mg/dl and 136mg/dl. Strips open month of july 2016. Products are stored correctly. No back to back test- customer was eating. Customer states that always tests while fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history (date / time not set): 139mg/dl fasting: yes, 247mg/dl fasting: yes, 168mg/dl fasting: yes, 259mg/dl fasting: yes, 104mg/dl fasting: yes.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note: when comparing results manufacturer does not recommend compare test result meter to meter. The blood test result is accurate 20% compare with laboratory results within 30 minutes after lab test done.

Event description:
Consumer reported complaint for high blood glucose test results. Customer has two all in-one meters. Customer wants returned them. Customer compared test results meter to meter. The customer is concerned with comparison test results and the results obtained of 247mg/dl and 259 mg/dl. The customer's expected fasting blood glucose test result range is 134mg/dl and 136mg/dl. Strips open month of (B)(6) 2016. Products are stored correctly. No back to back test- customer was eating. Customer states that always tests while fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).